Manufacturer narrative:
On october 13, 2020, the mentor failure analysis lab received the device for evaluation. On october 23, 2020, the product investigation was completed. Device investigation summary: during the visual inspection, the sample was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a female patient, who underwent breast reconstruction with two 450cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (left) 465cc mentor memorygel breast implant catalog: shpx465 lot: 7644783 sn: (B)(4) and (right) 465cc mentor memorygel breast implant catalog: shpx465 lot: 7522330 sn: (B)(4).